Event description:
On (B)(6) 2012, it was reported that on (B)(6) 2012, the pt's blood glucose level was 490 mg/dl at 7:30am. Her normal blood glucose range is 80-180 mg/dl. The infusion device was displaying the e4 occlusion error. The infusion device has often displayed e4 during the last 3-4 weeks. The pt changed the infusion set and at mid-day the infusion device again displayed e4. The pt stated that she did a rewind of the infusion device's piston rod after the e4. At 10:00pm, the infusion device again displayed e4. The pt went to the hospital, at this time her blood glucose level was 430 mg/dl. She had ketone++. The pt left the hospital on her own initiative. "She got two pens," it is unclear whether she was treated at the hospital or if she treated herself after she left. She stated that she was able to control her blood glucose levels by herself. The infusion set was requested to be returned for eval.